Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported the pt has his spectra device replaced. No further details were reported. No pt complications were reported in relation to this event.